Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a burr was dislodged. A rotablator burr was selected for use. A dislodged burr was noted. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Returned product consisted of the rotalink burr catheter device with a rotawire inside the coil. The handshake connection, sheath, coil, and burr were microscopically and visually examined. The burr was detached from the coil and received on the rotawire. The burr was able to be removed from the rotawire with no issues or resistance. Inspection of the device revealed that there were numerous kinks in the sheath. There was saline on the burr and portion of the coil detached and still attached inside the burr. The annulus was damaged, flared and not round. The damage to the annulus is consistent to interaction with the rotawire during rotation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was further reported that the driveshaft broke where the burr was connected to the shaft.